Event description:
According to the reporter, during the laparoscopic low rectum resection, when starting to fire on the rectum with a manual handle and 60mm purple reload, the surgeon heard a first crack sound. Continued the firing process and heard a second crack sound to able to reach the end point. The jaws were locked on tissue and it was then impossible retract the knife using normal technique. With 2 instruments (forceps) to have leverage action on the jaws was a success. Previous attempt with a hook to pull back the knife was unsuccessful. A partial tear in the rectum was noted. The surgical incision was extended up to 12-13cm and there was a minimal tissue damage. When using another manual handle with the same lot number and a 45mm purple reload, when starting the firing process, the stapler did not fire. Squeezing the trigger had no effect at all. The surgeon was able to press the green button. A powered stapler and a new 45mm purple reload was used to complete the case. The surgeon performed drainage as a precaution which resulted to extension of surgical time for 1 hour and 10 minutes .

Manufacturer narrative:
Concomitant product/s: egiaustnd, egiaustnd endogia ultra univ std stap lot #:p3b0002 egia60amt, egia60amt egia 60 artic med thick sulu lot #:n2j0206y egiaustnd, egiaustnd endogia ultra univ std stap lot #:p3b0002 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.